Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump was blinking black/white with alarm. There was no indication that the issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank-flashing white lcd with audio beeps due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unable to verify blank display anomalies or any type of alarms due to flashing white lcd. The insulin pump had minor scratches on the lcd window, pillowing keypad overlay, severely stained serial number label, peeling end cap address label and scratched casing.